Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the pericardial effusion. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. During the procedure, gaining transseptal access was difficult and the catheter needed to be repositioned. Before the final pulmonary vein isolation, the patient became hypotensive and an intracardiac electrogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient.